Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: unknown. Implanted: (B)(6) 2018, explanted: (B)(6) 2022, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient didn't feel the stimulation anymore. The patient fell on the stimulator two weeks prior, but after the fall the ins still worked properly. Impedance was checked and it was over 40000 ohms. They assumed there was something wrong with the lead. X-ray was technically ok. A revision of the lead was scheduled. The patient was waiting a long time due to the covid-19 pandemic and operating room unavailability. It was noted that the patient was charging the ins despite the lost stimulation to keep it in order. The first step of the revision was disconnection and reconnection of the lead and ins. The impedance was still high. The second step was the implantation of a new lead connecting to the existing ins, but impedance was still high. The third step was connecting the new lead to a new ins, and the problem was immediately solved. They found out that there was a problem in the ins, but the exact reason was unknown. The issue was resolved. The patient was alive with no injury. The issue occurred during normal use.

Manufacturer narrative:
B3: please note that this field has been updated at this time based on the information reported in section b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a physician, as reported through a manufacturer representative, stated that the patient did not feel any stimulation doing normal daily activities as of (B)(6) 2020. It was further stated that the patient had ¿observed similar situations before, but the stimulation always returned.¿ the patient reported to the physician that he had experienced a ¿fall from the standing height in a thermal resort with only superficial injury of the knee two months before the stimulation disappeared.¿ the patient could still feel the stimulation after the fall. It was noted the patients implantable neurostimulator (ins) was implanted in the ¿left lower abdominal quadrant¿ and the height of his lead was between t9-t10. There were no extensions used between the ins and lead. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# unknown implanted: (B)(6) 2018 explanted: (B)(6) 2022 product type lead h3: the returned ins, serial# (B)(6), was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. The returned lead, model# 977a275, was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that all conductors were broken 47.2 cm from the proximal end. The braid was cut. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.